Event description:
It was reported the device was used in an unknown procedure. The wing of the cartridge reload broke off. This is the only info available at this time. Additional info for the file now updated that was provided after the procedure by the rep: the procedure was a sigmoid resection procedure, they fired four reloads across the small bowel successfully. The surgeon then started to fire the device with the 5th reload and jammed at the beginning of the firing sequence. They pushed the knob forward and backwards to release the device with no damage to the bowel tissue. The surgeon visually checked the staple line and identified that the devices first two staples formed in a "b" shape. All others were open ended and not formed. The two staples that were fired were holding the bowel tissue together. They removed the device and opened a new like device but did not use it. The surgeon then proceeded to close the incision with suture to complete the case. When the device that was originally used for the procedure was passed back to the circulator the wing on the reload was missing. The piece off of the reload is presumed to be in the pt. They did not do an x-ray due to it not being radio opaque. They handed the packaging for the reload to the circulator and inside was the orange safety tab at the bottom of the package. It looked as though the orange tab fell out of the cartridge when removed from the package. They did an entire search of the sterile field and all other aspects of the room and no pieces were found from the reload broken wing. The pt is in recovery at this time. The device and reload are being held at risk management office at this time.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Manufacturer narrative:
(B)(4). Found user facility medwatch # (B)(4) in incorrect folder. Reconciled to this event.